Event description:
Customer reported numerous problems when using hospira secondary set model 14230-28 with a carefusion alaris primary administration set (model number unk). Problems include delay with infusions, no flow, concurrent flow and leaking from the smartsite port after disconnecting the secondary set. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported problems with hospira secondary set with a carefusion alaris primary administration set. The customer stated the set will not be returned because it has been discarded.